Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for low blood glucose. Blood glucose at the time of incident was over 400 mg/dl. Customer treated high blood glucose with the insulin pump and about two hours ago gave shot of 12 units of insulin and blood glucose is still over 400 mg/dl so he isn't sure what is going on. Customer reported no delivery alarm. Customer is reporting a past event. Customer reports alarm did not occur during manual prime. Customer reports event was resolved by changing complete set (infusion set and reservoir). Customer states the cannula is not bent. The insulin pump will not be returned for analysis.